Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. Prior to the ablation, a dilation and curettage, a laparoscopic tubal ligation, and a hysteroscopy were performed. Six minutes into the thermal ablation, the pressure dropped to approximately 50mmhg and the machine shut off. The fluid was extracted and the catheter was removed from the uterus. A hysteroscopy was done and the surgeon noted that there was a perforation of the uterus at the top of the fundus. The procedure was converted to a laparoscopically assisted vaginal hysterectomy. The physician opined that the uterus was perforated during the therapy cycle. Currently, the patient is doing well.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The catheter was received with cracked hex cap which did not cause functional failure. The catheter failed the leak test because it had a hole in the balloon.